Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump screen was on, but the display remained black. There was no adverse impact to the customer's blood glucose level. Customer removed pump from case, followed multiple restart and charging steps without success, then was advised that pump would be replaced. The customer to use multiple daily injections as backup insulin therapy, to place pump in storage mode before returning it with pre-paid label, and to re-enter pump settings and reconnect continuous glucose monitor on replacement device; customer understood and acknowledged all instructions.